Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple power source alerts occurred and the pump battery charged intermittently. Customer¿s blood glucose level was in the range of 65-160 mg/dl. The customer continued to use the pump for insulin therapy.